Manufacturer narrative:
(B)(4). The lot was manufactured from november 14, 2013 to november 15, 2013. The cause of the rupture was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection of the unit noted a ruptured bladder. Microscopic inspection found markings on the exterior surface of the bladder, near the rupture line. Initial evaluation confirmed the reported condition. A batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that bladder was found ruptured in a small volume folfusor during filling the device with fluorouracil (concentration and total fill volume unknown). No additional information is available.